Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors instrument to perform failure analysis. The instrument was found to have a broken conductor wire at proximal end, near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a monopolar curved scissors instrument did not provide energy, and the cable was changed. The procedure was completed with no report of patient injury.